Event description:
The nurse reported that the arterio-venous line connectors are cracked / broken, the customer stated that this situation started 1 week ago. Sample not available. Previous reports were not received from that customer. Patient injury and medical intervention were not reported for this event.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample is not available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.